Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. The ac charger was returned to zoll medical united states; the customer's report was not replicated or confirmed. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.